Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for peripheral causalgia and spinal pain. It was reported that the patient¿s battery was not lasting long. The patient reported that he had to recharge every 2 weeks but before it would be a month. The patient was to contact his healthcare professional. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.